Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator and the indication for use is unknown. It was reported that the patient¿s implantable neurostimulator (ins) was explanted on (B)(6) 2017 because the device wasn¿t helping the patient anymore. There were no troubleshooting/ diagnostics performed and no known factors that might have led or contributed to the issue. The issue was resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.